Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set adhesive issue on (B)(6) 2026, as the customer stated that area of insertion was not free of hair. The blood glucose level was high and the patient was treated with correction bolus via pump. No further information is available.